Manufacturer narrative:
Clinical imaging was provided for evaluation. Echocardiography shows vegetation on the left atrial eyelet. The structure appears to be thrombus, but vegetative infection cannot be ruled out with the imaging provided.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequalae, including pharmaceutical therapy as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a 25mm gore® cardioform septal occluder was successfully implanted on (B)(6) 2024, to treat a patent foramen ovale. Follow-up transesophageal echocardiography performed (B)(6) 2026, showed a pedunculated echo dense structure attached to the base of left atrial eyelet, measuring 1 x 0.25cm and independently mobile. Imaging showed the device was well seated with no residual shunt. The patient started therapeutic anticoagulation medicine and will be further evaluated for endocarditis and thrombophilia.